Event description:
New information (B)(6) 2014 notes the ventricular lead continues to exhibit noise. The patient would be monitored with routine follow-up.

Event description:
It was reported that the ventricular lead exhibited noise episodes which could not be reproduced with isometrics. Patient will be monitored until next routine checkup.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.